Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump is not connecting with her glucometer. Her blood glucose is 214 mg/dl. The customer stated that when she takes her blood glucose, it would not go over to the pump. She said that the battery was dead two days prior after putting in a new battery. It took a while for the battery to register because she noticed that the metal part had fallen off of the battery cap. Once she put the metal part back on the battery cap, the customer said that the pump was working but that the meter was still not communicating with the pump. The customer was offered troubleshooting for low battery and blank display but she declined. She was advised that the meter had not been entered into the pump so she was walked through the process of linking the meter to the pump again. The customer was also advised that the date and the time had been programmed incorrectly and walked her through the steps to correcting them. She was advised to perform a finger stick and her blood glucose was 105 mg/dl. The customer stated that the blood glucose value did transfer to the pump. A replacement battery cap will be sent to the customer. The insulin pump is not being returned for analysis.